Event description:
As reported: "discoloration and possible contamination on the inside of a new bixcut reamer shaft".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.